Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced partial occlusion and kinked cannula event on (B)(6) 2026 due to which the patient faced diabetic ketoacidosis event. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for less than 24 hours. The patient went to emergency room and got hospitalized on (B)(6) 2026. The duration of stay was for 5 hours. The blood glucose level was 300 mg/dl and the patient was treated with intravenous and fluids of saline and insulin. The patient was tested positive for ketones. The patient got released from the hospital on (B)(6) 2026. The patient replaced infusion sets and resumed insulin successfully. No further information available.